Event description:
It was reported that pump experienced malfunction alarm with code malf 0 and there were no notable events before issue occurred. There was no adverse impact to the customer's blood glucose level. Customer was informed that malfunction code was resettable but was unable to complete reset at that time and planned to follow up later to finish troubleshooting, and no additional information was received regarding the outcome of the event.